Event description:
It was reported the patient was not receiving stimulation to the left hemisphere. A longevity calculation was performed to estimate ins battery life. The longevity calculations were based on c+, 1-, 4.0v, 90, 185hz and c+5-, 3.1v 60us.= 23 mos. Ins currently at 2.54. High impedances of greater than 4000 ohms were reported but details as to what pairs was unclear. An attempt to use an external neurostimulator (ens) to test impedances, however, they could not get the short stylet into the lead because it was so mangled. The lead was placed directly into the twistlock and did get high impedances of 22k, 30k and >40k ohms. No known accident or incident related to this report. The outcome of troubleshooting was high impedance localized to the lead and the patient will be scheduled for lead revision if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead model 3387s-40, lot v010026 found conductor 3 was broken 1.3cm from the distal end and all conductors were broken 4cm from the proximal end. All circuits were open. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient underwent a lead revision and he was known to be recovering fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), lot# v010026, implanted: 2006 (B)(6), explanted: 2012 (B)(6); extension model 748251, serial# (B)(4), implanted: 2006 (B)(6), programmer model 7436, serial# (B)(4). The initial MDR was filed as MFR. Report # 3007566237-2012-01429. Additional review indicated the correct manufacturing site was site # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.